Event description:
I was using the heating pad on my stomach. When I took it off I had a small burn / rash in one section of my stomach. The affected area was probably a 3" x 3" square. It continued to hurt for about a week and I was unable to wear jeans or tight fitting pants during this time because of the location. The rash took about two weeks to heal.